Event description:
The customer observed biased quality control results during a correlation study using vitros amon slides on a vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patients were not processed during the investigation. There was no report of patient harm as a result of this event. (B) (4).

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the incubator subsystem, returning the vitros 350 to expected operation. The root cause of the biased quality control results is instrument related.